Event description:
It was reported that there was gradual rise in shock lead impedance measurements, measuring currently at 130 ohms for this right ventricular (rv) lead. Technical services (ts) recommended programming options and to consider commanded shock. This rv lead remains in service, no adverse patient effects were reported.

Event description:
It was reported that there was gradual rise in shock lead impedance measurements, measuring currently at 130 ohms for this right ventricular (rv) lead. Technical services (ts) recommended programming options and to consider commanded shock. This rv lead remains in service, no adverse patient effects were reported. Additional information received indicated that this lead was surgically abandoned and successfully replaced. No additional patient adverse effects were reported.

Manufacturer narrative:
This report captures additional information of the procedure of this lead and impact on the patient.